Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that they had to separate with 2 of the bd alaris¿ lvp 20d 3ss cv. The following information was provided by the initial reporter: customer reported 2 separate leaks on 2 different patients from the y-site distal closest to patient leuer lock.

Manufacturer narrative:
H6: investigation summary the customer reported loose connection with the luer, and returned a photo of packaging with a blue square around the luer. The can confirm the location of the failure. The root cause for the failure cannot be verified, and the exact type of failure cannot be verified either. The leak could be caused by damage/cracking, loose connections, etc. Device history record review for model 2426-0007t lot number 22079243 was performed. The search did not return for any results, and material 2426-0007 was also tried. The potential lot number must be for another material. This incident has been added to our database of reported incidents.

Event description:
It was reported by the customer that they had to separate with 2 of the bd alaris¿ lvp 20d 3ss cv. The following information was provided by the initial reporter: customer reported 2 separate leaks on 2 different patients from the y-site distal closest to patient leuer lock.